Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a sensing anomaly and low impedance. The lead was explanted and replaced. No patient symptoms were reported.